Event description:
Boston scientific received information that this device had a charge time of 19.7 seconds. Two months later, the device declared elective replacement indicator (eri) and no tones were noted. One month later, end of life (eol) was declared with charge times of 34 seconds. Concern was expressed regarding the short time between eri and eol. The device was explanted and replaced with a competitor product. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.